Manufacturer narrative:
The novaflex+ delivery system was returned to edwards for evaluation with the guidewire lumen entirely separated from the balloon catheter. The returned novaflex+ delivery system was visually inspected for any abnormalities. The following was observed: proximal end of guidewire lumen separated from y-connector, adhesive bumps located on fill port, balloon catheter and guidewire lumen separated at crimp balloon bond, bond between crimp balloon and inflation balloon separated (clean), no kinks observed on delivery system, inflation balloon material pinched at distal end. No other visual abnormalities were observed. No relevant dimensional inspection or functional testing could be performed due to the damaged condition of the device. A review of the manufacturing records did not identify and issues that could have potentially contributed to this failure. As part of the manufacturing process novaflex+ delivery systems are 100% inspected. All manufacturing lots undergo product verification on a sampling plan. A review of these tests indicated the product met all statistical acceptance criteria. The balloon and guide wire lumen separation was confirmed, but no manufacturing non-conformances were identified. Based on the investigation, two potential factors that may have prevented the delivery system from withdrawing into the sheath are non-axial alignment or residual liquid volume in the delivery system during retrieval. Both of these procedural factors would have resulted in additional tensile force and manipulation being required to withdraw the delivery system into the sheath, which resulted in the bond failures (crimp/inflation balloon bond and y-connector/guidewire lumen bond) observed during engineering evaluation. In addition, visual inspection of the inflation balloon revealed that distal section was pinched/bunched. This supports a conclusion that the balloon may have not been completely deflated prior to retrieval. While a definitive root cause was unable to be determined, it is likely that procedural factors contributed to the reported complaint. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the control limits for these trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing, as the device will be returned to edwards.

Event description:
Upon removing the novaflex+ delivery system during a tavr procedure, the balloon catheter (in its entire length) separated from the handle portion of the attachment. The outer blue pusher tube portion and the inner balloon catheter with its attached wire and inner sheath had separated from one another. The distal end of the balloon and its entire tip ended up in the 20f sheath. It was removed through the sheath in its entirety quite easily and of no consequence to the patient. The sheath was removed and the access site was closed without difficulty. Upon removal of the sheath, it was noticed that the very distal 1cm of the sheath looked as though something had caught and pulled more than usual. The physician said that there was not "more than normal" force needed to remove the delivery system. To note, before the delivery system was removed, it was returned to its normal "default" position. The aorta was quite straight and relatively free of calcium. The iliac system had mild/moderate calcium but sheath insertion was performed without difficulty. The patient¿s minimum luminal diameter (mld) was approximately 9.4mm.